Event description:
Technical services received a call on 7/26/11. Caller asking if 120 ohms for impedance is normal for this ra lead. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).